Manufacturer narrative:
Product analysis: analysis was able to confirm that there was a deviation between the stylus and the cursor on the programmer screen, noting that calibration would not solve the issue and the x/y-board was out of specification. The x/y-board was replaced. The device passed all final functional tests. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was offset. The programmer was returned for service. No patient complications have been reported as a result of this event.